Event description:
It was reported that a spectrum iq pump displayed an amx error while loading "bdl" to pump. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing. A service history review revealed the device had been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be corrosion, with replacement of processor board, input/ output board, rear case flex, rear case and ultrasonic sensor required. All required service actions were completed in the last service cycle. The reported condition 'amx error while loading bdl to pump' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing. A service history review revealed the device had been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be corrosion, with replacement of processor board, input/ output board, rear case flex, rear case and ultrasonic sensor required. All required service actions were completed in the last service cycle. The reported condition 'amx error while loading bdl to pump' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed an amx error while loading "bdl" to pump. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.